Event description:
The customer reported that external paddles did not discharge energy as expected.

Manufacturer narrative:
Date code unk. The customer reported that external paddles did not discharge energy as expected. There was no report of negative pt impact. The customer biomedical department evaluated the paddles and verified the reported failure. Replacement paddles resolved the issue.